Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on 06/01/2015, the patient was admitted to the hospital with elevated lactate dehydrogenase levels (ldh). The patient¿s baseline ldh was 400 u/l, and at the time of admission it was 608 u/l. The patient did not have any other signs of hemolysis. The ldh level peaked at 1276 u/l. The patient had previously been taking persantine and 325 mg of aspirin. On (B)(6) 2015, the patient was started on integrilin and heparin, and the ldh level decreased to the 600''s u/l. The patient is currently still in the hospital and is being monitored, and waiting for a heart transplant.

Manufacturer narrative:
Approximate age of device ¿ 10 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation as it was disposed of. A root cause for the reported event could not be determined through this evaluation. The instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the patient was transplanted on (B)(6) 2015.